Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient had a medical scare as of the past weekend prior to date notified. It was stated that they have been comatose and can't look at a certain direction. The patient was admitted to the hospital and was in the ICU. They are no longer in the ICU but are still in the hospital. It was confirmed that the patient had possible emi exposure due to two cataract surgeries they had within a month of each other. "One eye was performed before hurricane (B)(6) and the other one after the hurricane." It is unsure if those surgeries had anything to do with their symptoms or if the procedures affected their devices. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-24447.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.